Event description:
The customer reported that while administering an insulin bolus she felt wetness at the infusion site. The adhesive started to lift and she noticed that the cannula had folded over rather than inserting properly under the skin. Due to this interruption of insulin delivery, her blood glucose reached over 500 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm product condition. The customer reported that the cannula had not inserted properly into the infusion site. This condition would interrupt insulin delivery and contributed to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia was result, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "if your reading is above 500 mg/dl, the pdm displays "high check for ketones" this indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones" reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."